Event description:
Procedure type: donor nephrectomy. According to the reporter: during the procedure, the device did not cut well. A new device was opened, but it also did not cut well after a while. This could not be resolved by replacing transducer, cord, and generator. Another device was used to complete the procedure. There was oozing. There was no unanticipated tissue loss. Nothing fell into the cavity. The o.r. Time was not extending by more than 30 mins.

Manufacturer narrative:
(B)(4).